Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were hospitalized due to being unable to urinate and having constipation. It was noted that the device turned off. This event occurred on (B)(6) 2018. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.